Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
During the case, the screw's tulip was sheered off during final tightening. The rep believes this may have been caused by cross threading the locking screw. The screw was removed and replaced and the case was completed successfully.